Event description:
Litigation alleged the patient suffered pain, discomfort, decreased range of motion and loss of muscle mass and deterioration of the bone and soft tissue as a result of the implanted asr hip. In addition, the asr hip allegedly exhibit audible noises such as squeaking and popping sounds.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.